Event description:
--

Event description:
Boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for an implant procedure. During defibrillation (dft) testing, the induced arrhythmia was not terminated with 21 joules. The arrhythmia was successfully converted following delivery of an external shock. The right ventricular (rv) lead was repositioned from the rv (septal wall) to the rv (apex). Subsequent dft testing resulted in dislodgement of the left ventricular (lv) lead, model#4518. This lv lead was removed and not implanted. A model#4592 lead was successfully implanted into the coronary sinus. Model#n118 was not implanted because the lv header port required an lv-1 terminal pin and the terminal pin of the new replacement lv lead was is-1. A replacement model#n119 was implanted and high dfts were encountered during further induction testing.

Manufacturer narrative:
Subsequently, boston scientific crm received information that this lv lead was returned. The lead is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt of a complete lead, visual inspection found that the coils were compressed (12 cm and 16 cm from the terminal pin). This observation was consistent with damage due to a grasping tool. The coils were kinked (49.5 cm, 53.5 cm, 68.2 cm, 81.5 cm from the terminal pin). This observation is consistent with damage due to handling of the lead. The lead was put through and passed electrical continuity and insulation integrity testing. Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique.

Manufacturer narrative:
No additional interventions were reported and the available information suggests that the replacement device, model#n119 remains in-service.